Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she underwent additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that mesh was implanted due to vaginal vault prolapse, stress urinary incontinence, third degree cystocele, second degree rectocele and enterocele with concurrent laparoscopic hysterectomy, bladder lift, hernia repair, vaginal anterior repair, posterior repair of rectocele, bilateral salpingo-oophorectomy and culdoplasty. It was also reported that following insertion the patient experienced hole in uterus, bleeding, spotting, pain on side, sensation to urinate but nothing to eliminate/sensation of bladder infection, groin cramps and loose stool. No additional information was provided. (B)(4).